Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 38-year-old female patient who had essure (batch no. 20185637) inserted for female sterilization. The patient's medical history included pelvic mass, adnexal torsion and cystadenocarcinoma. On (B)(6) 2009, the patient had essure inserted. On 25-jan-2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: a. Right ovary and fallopian tube, right salpingo- oophorectomy: mucinous borderline tumor b. Urethra and cervix with left adnexa, total abdominal hysterectomy with left salpingo-oophorectomy chronic oorvicitis. C: left pelvic lymph nodes. D: right pelvic lymph nodes. E: periaortic lymph nodes. F: omentum. Most recent follow-up information incorporated above includes: on 4-mar-2021: medical records received- lot number added. Event medical device removal updated to abdominal pain. New reporter, lab data, medical history added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year old female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: pif received-event injury was updated with event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 38-year-old female patient who had essure (batch no. 20185637) inserted for female sterilization. The patient's medical history included pelvic mass, adnexal torsion and cystadenocarcinoma. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: a.right ovary and fallopian tube, right salpingo- oophorectomy: mucinous borderline tumor. Urethra and cervix with left adnexa, total abdominal hysterectomy with left salpingo-oophorectomy chronic oorvicitis. Left pelvic lymph nodes. Right pelvic lymph nodes. Periaortic lymph nodes. Omentum. . Lot number: 20185637, manufacturing date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-mar- 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 38-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.